Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery canister. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed records of unexplained power on reset event. On examination, the battery compartment was noted to be cracked on the side from the threads down to the case seal. Moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak. On investigation, the pump powered up with auditory and vibratory alert and displayed the ¿verify¿ screen per normal operation. Investigation did not duplicate a power issue; however, the alleged moisture in the battery canister was confirmed. On further investigation, all the keypad buttons were unresponsive on testing. The keypad cover was intact and without damage. The keypad cover was removed; there was no contamination or damage was found to the key¿s contacts. The pump¿s cover was removed revealing further moisture corrosion inside the pump affecting the master processor.